Event description:
A surgeon reports a patient with bilateral intraocular lens implants complaints that his vision is like looking through water. The patient was prescribed several treatments for dry eye with no improvement. During a follow-up conversation with the surgeon, she stated the patient was sent to a corneal specialist. The corneal specialist feels the problem may be a refractive error and lasik is being considered. MDR 1119421-2006-00334 -- od MDR 1119421-2006-00335 -- os

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints for this lot number. This report was mailed to the FDA. On: 10/06/2006